Event description:
User reported that she experienced pain during use and removal. She reported that while visiting her doctor she asked for feedback about why she could potentially be experiencing the pain and will be following up with her on a later visit.